Event description:
Caller reported that pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed caller to try different outlets and cords, but the issue persisted. Customer will continue using the pump for insulin therapy until a replacement pump is received.